Manufacturer narrative:
Device evaluation summary: a visual inspection of the glidescope gvl 4 video laryngoscope showed part of the camera lens cover was detached. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 5/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
During inspection of the glidescope gvl 4 video laryngoscope, the customer reported the device was broken. There was no patient involvement.